Event description:
Distributor received information that a pt's implantable pulse generator (ipg) exhibited an intermittent loss of ventricular capture resulting in a change in the pt's level of consciousness; however, the pt never lost consciousness. The physician reprogrammed the ipg to unipolar pacing and sensing. The pt continueed to exhibit an intermittent loss of capture, however, he was no longer symptomatic. The physician performed an invasive procedure to reposition this biopolar lead. It remains implanted.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.